Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defective sample has not been returned, and the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor this type of defect.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At approximately 9:00 am on (B)(6) 2026, while performing an intravenous puncture to administer fluids per physician's orders, the nurse observed bleeding beneath the needle hub during the procedure. The nurse immediately replaced the catheter and reinserted the needle. This delayed the patient's treatment and caused secondary injury.